Event description:
It was reported when using the bd soloshot¿ mini, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: an incident was recently reported to who related to a bd product used in gaza. A nurse administering covid-19 vaccines had seen a ¿black particle was found in the vial of moderna vaccine used in gaza¿. The date of the incident and precise location have not been reported to who. Syringe - but not the vial. Therefore, it is important to ensure to investigate this case as a medical device incident as well.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2102429. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, picture and video samples were returned for evaluation by our quality engineer team. Through examination of the samples, a black foreign particle was identified within the fluid pathway of the syringe. However, without the physical sample, it is not possible to determine the origin of the foreign matter nor a corresponding manufacturing related cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd soloshot¿ mini, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: an incident was recently reported to who related to a bd product used in (B)(6). A nurse administering covid-19 vaccines had seen a ¿black particle was found in the vial of moderna vaccine used in (B)(6)¿. The date of the incident and precise location have not been reported to who. Syringe - but not the vial. Therefore, it is important to ensure to investigate this case as a medical device incident as well.